Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the ins had not been working for over 6 years. This is inconsistent with the implant date of (B)(6) 2013. They were redirected to the doctor to have the device checked. It was noted the patient needed a MRI for their knee but it was confirmed the MRI was not related to the device or therapy. No symptoms were reported. No further complications were reported.